Event description:
It was reported that high capture threshold was observed when the patient presented in-clinic for a routine follow-up. Programming changes were made. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.